Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump beeped at the 24 hour time with "infusion completed" in the display. When the bag was opened, the reservoir was still full. There were no other alarms or beeping over the 24 hours. The patient was seen at the local hospital for care. The rn assessed that there was one clamp on the infusion set and it was open. Observation of the set indicated that the medication had infused for at least 24 minutes as the tubing was visually colored.